Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, after an uneventful vessel closure procedure, the tissue tract was noted to be oozing. The physician injected xylocaine with epinephrine around the access site to decrease bleeding. Approx four hours post vessel closure, the dressing was noted to be clean, dry and intact with no hematoma. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.